Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and capture anomalies and dashes (---) were noted for several parameters.